Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "deflated implant".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: an opening on valve bond edge assessed as an unidentified (tear) opening. Additional observations: crease flat observed on the device. Yellow particles observed inner device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.